Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was just sitting down when she felt symptoms of dka (no specific symptoms reported). The patient was taken by her husband to the hospital. There she was treated with insulin. Although the cgm was reported inaccurate, there were no bg nor cgm readings reported as the patient couldn´t recall. At the time of the report the patient was fine. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.